Manufacturer narrative:
Field service engineer troubleshot and replaced the blown in line 50 amp fuses. These fuses protect the generator from line current fluctuations. Fse tested and verified proper operation per service checklist qssrwi4.1 and system returned to full service by the customer.

Event description:
On (B)(6): customer reported the urology system failed at the start of the day. Facility does not have a back-up room for procedures.